Event description:
It was reported that the device had unexpected battery longevity as it lasted less than three years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4193 implantable pacing lead 200 (B)(6); 5568 implantable pacing lead 2001 (B)(6). (B)(4).